Manufacturer narrative:
(B)(4). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was noticed fractured while the tray was in sterile processing.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that returned provisional exhibits signs of repeated use ( nicked or gouged ) and anterior section of post has been fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. Provisional top components and standard bottom components have been previously modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.